Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5095899. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown contamination was found inside a yellow tip cap. This was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from march 11, 2020 - march 12, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a dark foreign matter inside of the tip cap. Additional magnified inspection was performed which observed embedded brown particulate matter around the inside the barrel areas of the cap. Areas of brown discoloration 2 mm and 2.7 mm as measured in the longest linear length were observed on the exterior and interior of the part¿s barrel. The pm was further analyzed using energy dispersive spectroscopy (eds) and micro fourier transform infrared spectroscopy (micro-ftir) which revealed the following elements in common: carbon, chlorine, titanium, silicon and niobium and the fttr showed styrene-butadiene material. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.